Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity stent to treat a lesion in the cx. The lesion exhibited moderate tortuosity, severe calcification and 80% stenosis. The device had been removed from the packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The lesion had been pre-dilated. Resistance was encountered advancing the resolute integrity device and excessive force was used during delivery. It was reported that the device was removed once resistance was met in order to further balloon the lesion. The stent was observed to be damaged before the second attempt to deliver it - some of the stent struts were sticking out. A 3.5 x 22mm resolute integrity stent was subsequently successfully deployed. No patient injury reported.